Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122, k141521.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3.0 x 150, 135cm mustang? Balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed using another 3 x 150 mm mustang balloon catheter. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122, k141521. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual and tactile examination identified that the shaft was stretched on different locations along the length of the shaft. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 60mm proximal from the distal tip. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no damage to the tip. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3.0 x 150, 135cm mustang? Balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed using another 3 x 150 mm mustang balloon catheter. There were no patient complications as a result of this event.